Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. No medical intervention was needed since the last call. Additional blood tests were performed using the true metrix meter. Customer stated that he is still getting high results but that he knows why.

Event description:
Customer states that he tried to run several blood test and the meter is giving hi results .customer wants to know what hi means. At the time of the call the customer reported feeling dizzy but stated that it was normal for him; medical attention was not needed at time of call. Customer is undergoing chemotherapy. Customer stated that he knows his blood sugar is high and that he had been told it would take four-six weeks before his blood sugar would go down. Customer stated he has been obtaining high results for six weeks. Customer stated his expected fasting blood glucose test result before he started chemotherapy was 104 mg/dl. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 04/16/2019 and open vial date is one month. The meter memory was reviewed for previous test result history: (B)(6).